Event description:
It was reported to medtronic minimed that the customer experienced shorter battery life and received ¿replace battery¿ alert. The customer also reported that battery cap and battery cap contacts were damaged. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for shorter battery life and replace battery alert allegations. Customer was advised to replace the pump. Troubleshooting was performed for battery cap damage issue, and the damage was on metal contacts. A replacement battery cap will be provided to the customer. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No blank display dung testing. Pump passed self test, active current measurement and sleep current measurement. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis not confirmed low battery alert on event date. With reference to the battery duration failure analysis instructions, battery cycle 27.0 received the lowbatteryalert (104) on 11/18/2025 13:59:00 after more than 7 days at 10.23 days. Battery cycle 6.0 received the lowbatteryalert (104) on 10/26/2025 06:14:00 after more than 7 days at 10.29 days. Battery cycle 5.0 received the lowbatteryalert (104) on 10/15/2025 23:12:00 after more than 7 days at 10.49 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The pump was cut open no moisture damage electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The p-cap/reservoir does lock properly. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked case corner of the belt clip rails, label damage. No unexpected battery power loss, charge/battery lasts less than expected or low battery alert noted during testing and in files download history. Unable to confirm battery cap damage due to battery cap not come with unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.